Event description:
During a tvpr procedure using a 29mm sapien 3 valve via transfemoral approach, the patient coded after the valve was deployed, CPR caused the valve to migrate to the right atrium (ra). The patient is stable and currently the valve is fixed in the right atrium. The medical records provided indicate that during tpvr with a 29mm s3 valve, the patient experienced cardiac arrest. CPR was initiated and the chest compressions caused the valve to embolize into the right atrium. The patient was placed on va-ECMO and the embolized valve was secured onto the cannula. The patient was taken to the cvicu in anticipation of a heart and lung transplant, if not a candidate, she will return to the cath lab for further intervention. These events are not alleged to be the result of an edwards device deficiency or malfunction.

Manufacturer narrative:
The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to these procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factors (chest compressions) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. H3 other text: valve remains implanted.

Manufacturer narrative:
During a recent administrative review, the engineering evaluation was re-opened to correct the clinical closure. A supplemental MDR is being submitted for correction of the clinical closure. This section h11 has been updated. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to these procedures, the available training materials were reviewed only for information potentially relevant to the device use. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factors (chest compressions) caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted after further review of the corrected MDR. The closure statement was updated referencing "product risk assessment and corrective or preventative actions" statement. This section h11 has been updated. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to these procedures, the available training materials were reviewed only for information potentially relevant to the device use. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factors (chest compressions) caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.